Event description:
It was reported that the universal handpiece stops working while sawing with the oscillating saw and cannot be restarted again. It was reported that surgery time was extended by ten minutes. No additional information was received prior to this report.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow-up medwatch will be submitted once the device has been returned and the investigation is complete.